Manufacturer narrative:
Block h2 (correction): b5 (describe event or problem) has been updated for the correction of numbering of the devices. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the resolution clip was not returned; therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. Based on the available information, the most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis to assess any potential device defects. Without a proper evaluation, it is not possible to identify the most likely factors that may have contributed to the event. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
Note: this report pertains to the first of five resolution clip used during the same procedure. It was reported to boston scientific corporation that a resolution clip was used in an unknown anatomy during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. It was reported that the clip would deploy before deployment steps were taken. The procedure was completed with alternative method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in an unknown anatomy during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. It was reported that the clip would deploy before deployment steps were taken. The procedure was completed with alternative method. There were no patient complications reported as a result of this event.